Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box on (B)(4) 2012. The battery cap that was returned with the pump for investigation showed no damage, was tested and found to be within specification and secured properly onto the pump. There was no damage to the battery compartment. The pump was exercised for 24 hours with no delivery issues. The pump was opened for investigation and did not reveal any evidence of moisture or damage to the pump's interior. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was not able to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.